Manufacturer narrative:
(B)(4). The carefusion technical support specialist informed the user facility representative that the device¿s exhalation valve was most likely malfunctioning. The user facility was shipped a replacement exhalation valve to repair the device and return it to service.

Event description:
The user facility reported that while in use on a patient the device alarmed "high ppeak," "circuit occlusion" and during the exhalation cycle the waveform on the screen pauses then goes down very slow. The patient was removed from the device and placed on another device with no harm to the patient.